Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent device to treat a mildly tortuous, severely calcified lesion in the proximal lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated and pre-treated with a rotablator. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that the stent failed to cross the lesion and when removed from the body the stent strut was noted to be damaged. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 23rd and 31st stent wraps with struts raised. Deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.